Manufacturer narrative:
Telepacks were returned on mindray national repair center.

Event description:
Customer reported loss of signal between the panorama central station and the telepack which may have affected telemetry monitoring. No patient injury was reported.